Event description:
It was reported that the pump was alarming "no disposable, pump won't run". The cassette was re-attached, but the alarm persisted. The pump was changed for another one and the alarm stopped. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition as sample did not present any damaged, kink or cut, all was intact. The reported problem was duplicated. The sample was fully priming and connected to the pump, however upon power up a no disposable pump would not run alarm was activated. The root cause of the reported problem was traced to the manufacturing process. An internal CAPA has been opened to investigate the reported issue. This issue will be monitored for any increase in occurrence and additional corrective actions will be taken.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device expiration date: 19-oct-2026. Device manufacturing date: 04-nov-2021.